Event description:
The initial reporter stated that the pump "will not feed". They stated that they set the prime key was not working and that the motor wasn't delivering. They were unclear if the pump would not prime or if the pump failed to deliver during an infusion. Mmdg did follow up with the initial reporter to obtain additional information, but no other information was provided. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.